Manufacturer narrative:
The meter and test strips were returned. Retention accutrend glucose strip lot 137690-00 and customer's accutrend glucose strip lot 137690-05 were measured with two edta samples on customer's meter and the retention meters used at the investigation site compared to a cobas c501 laboratory analyzer. Retention test strips were also measured with control solutions (gkl 60 lot 600563-99 /gkl180 lot 600562-99) on customer meter and the retention meters used at the investigation site. All results were within the acceptable ranges. The material investigated is working according to the specifications. The returned material can be ruled out as a root cause of the erroneous results. A specific root cause was not identified. Additional information was requested for investigation but was not provided. The most likely root cause is a handling error by the customer.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned low glucose results for an unknown number of patients tested with an accutrend plus meter with serial number (B)(4) in a pharmacy. The customer provided erroneous results for 1 patient. It was noted that the instrument is used by a non-profit organization that performs occasional screenings to the population. The initial test from the accutrend plus meter was 66 mg/dl. The patient was asymptomatic. The patient was re-tested with an unspecified point of care device and the result was 127 mg/dl. These results were obtained 1 hour after eating a sweet. A different patient was tested on the accu-trend plus meter and the result was 47 mg/dl. This patient was asymptomatic as well. No other test results were provided. No adverse event occurred. The suspect product was requested for investigation.